Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a kinked guidewire is confirmed but the exact cause is unknown. One photo sample of a guidewire was returned for evaluation. Gauze was observed under the guidewire and use residue was present. A kink appeared to be present near the distal end. Based on the description of the reported event and photo sample provided, possible contributing factors include damage during handling and advancement against resistance. As a kink appeared to be present in the photo sample provided, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a fold at the end of ten guide wires and the sledinger could't get through in. The guide wires were processed and continued to be used. No patient harm was reported. This report addresses the first device.